Event description:
I'm writing in regards to the letter I received informing me of having been issued a lot of affected minicaps with providone - iodine solution and would like to file a formal complaint and case against baxter for which I believe is the source of my infection. This letter was received as I was in the hospital being treated for peritonitis. On (B)(6) 2015 I was admitted to the hospital for treatment of peritonitis. There was a deep infection that needed surgical removal and a stay of 48 hours in the hospital. This infection comes as a large surprise as I've been used as a model for how well taken care of and clean my port site has been over the last 4 years of being on peritoneal dialysis. Doctors have taken pictures of the cleanliness, exquisite care and, attention I've given my port site. As a result of being in the hospital for the removal of this infection, I experienced a heart attach that lead to a quadruple bypass. What started as a simple procedure to remove an infection has now turned into a 3 week stay and then numerous weeks and weeks of rehabilitation and extra help and attention needed in my every day life. After having been home a few weeks, I've contacted another infection that has put me back in the hospital for another week's stay. I understand baxter is not responsible for this infection but I do feel that it has all sprung from the original contaminated caps. This has been emotionally, physically, psychologically, and financially draining on myself and my family who have had to care for me over the last month and a half, taking time off work, and assisting me and my husband who is also disabled.